Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. During the surgery, the doctor used suture to suture the patient's wound. However, when the suture needle entered the abdominal cavity and the doctor held the needle holder for suturing, the suture and needle was suddenly pulled off. The surgery was delayed and required secondary suturing, which was not conducive to wound healing. Removing the broken suture may cause secondary damage. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? How long was the delay? Please specify in minutes. Did the needle fall into the patient? If so, please provide the following information: were x-rays taken to locate the needle? Was the needle removed from the patient during the same procedure? A. Does the needle remain in the patient¿s tissue? B. "What tissue structure is it located? Size of the needle retained. C. Are any plans in place to remove the needle piece in future?" If retained, what is the surgeon's opinion of consequences to the patient? Were there patient consequences? If yes, please explain. A manufacturing record evaluation was performed for the finished device batch and no non-conformance's related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/2/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One empty foil packet, one needle- suture piece and one suture piece were received for analysis. During visual inspection of the returned sample, the swage and attachment area were observed as expected; however, significant tooling marks that appear to be caused by a surgical instrument were observed on the body needle. Also, a suture piece was noted to be still attached to the barrel hole. Overall, no needle pull-off was observed. The functional test was not possible because the suture was received with a short length. The sutures were examined, and the extremes of the suture were noted to be cut and damage (crimping marks) probably caused by a surgical instrument. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.